Event description:
A nurse from a user facility has reported that a pt stated to her that his catheter extension set is cracked. A call has been placed to this facility for add'l info. Reportedly, the rn stated that the extension set was cracked at the red part for 24 hours. As a result of the cracking, a new catheter was applied and then one dose of an intraperitoneal antibiotic was given for possible contamination per protocol. The pt is fine, with no further report of ill effect from this event. This pt is able to continue peritoneal dialysis as prescribed. The rn has saved the sample for eval. She is not sure of the lot number.